Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The unit passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test and displacement test. There was no off no power anomaly noted. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked reservoir tube lip and battery tube threads.

Event description:
It was reported that the customer's insulin pump turned off and then back on by itself. Customer's blood glucose level 5.5mmol/l. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.